Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor was unable to power on. The cause for failure was isolated to a burn near the c520 component of the pca board. The root cause of the defective component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.